Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were in a disconnected mode, resulting in all orders not crossing over to the stations. A technical support specialist identified that certain ports were blocked and closed at the station. The hospital information technology team subsequently adjusted the network settings to resolve the issue. The device functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.